Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This lead was successfully revised because it was dislodged. There were no adverse patient side effects reported. Should additional information become available, this event will be updated. This lead remains implanted.